Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested cloudy fluid and abdominal pain. The cause of the event was not reported. The patient was hospitalized for another indication. One day after the event onset, the patient was treated with vancomycin injection (2g, weekly, ongoing), amikacin injection (1mg, per day, ongoing) and ceftazidime injection (1g, per day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.